Event description:
Related manufacturer reference number: 2017865-2022-43947. It was reported that the patient presented with chest tightness and pain after having a right ventricular and atrial lead implanted. The physician suspected a cardiac perforation by the leads. During the same implant procedure, the leads were explanted and replaced. After the lead replacement, the patient felt no more discomfort. The patient condition was stable.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.